Manufacturer narrative:
Isi has received the device involved with this complaint and completed the device evaluation. Failure analysis investigation was able to reproduce the customer reported failure mode. The illuminator was installed and tested on an in-house test system and failed to power on with error (B)(4) which indicates a communication problem. The fuses were good. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
The customer reported that during port placement for a da vinci assisted partial nephrectomy procedure, the illuminator turned off and error code (B)(4) was displayed. The customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) who provided troubleshooting assistance but the error persisted. The procedure was completed using an external illuminator and no patient harm, adverse outcome or injury was reported. A isi technical field specialist (tfs) was dispatched to the facility and was able to reproduce the reported failure. The tfs replaced the illuminator to resolve the issue. The illuminator is a component of the da vinci system that contains a high-intensity light source to illuminate the surgical site.